Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, upon interrogation prior to implantation (to pre-program parameter settings), the pacemaker involved in this MDR report was found in emergency backup mode. The device was not implanted and returned for analysis.